Event description:
A patient reported blood glucose results of 9.0, 6.2, and 5.7 mmol/l" with a lifescan meter, performed within 10 minutes of each other. The meter, test strips, and control solution were replaced.